Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the packaging for this bur was received for investigation and the reported problem was verified. The sterility of the product was compromised. An investigation is in process for this failure mode. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported that the packaging for this sterile ultrapower bur is dry and cracking when touched, resulting in compromise of the product's sterility. This was noticed prior to use in surgery. There was no injury or surgical delay reported with this event.